Event description:
The manufacturer received information alleging a ventilator failed a step for alarm volume during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led board was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the front panel pca/led and speaker kit. The front panel pca/led and speaker kit were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the speaker kit failing was due to an internal wire failure. The front panel pca/led was evaluated and found to operate to design specifications.